Event description:
It was reported the percutaneous guide bolt fractured and broke on use while seating the nail, causing a three house delay in surgery. The thread got left behind in the nail and prohibited normal seating, therefore removal of nail was performed.

Event description:
It was reported the percutaneous guide bolt fractured and broke on use while seating the nail, causing a three hour delay in surgery. The thread got left behind in the nail and prohibited normal seating, therefore removal of nail was performed.